Event description:
It was reported that during a foot procedure using a topaz microdebrider with integrated cable, the tip of the wand allegedly broke off during use. The surgeon is unsure if this occurred while in the surgical site, however, the broken piece was not found. The procedure was otherwise finished without significant delay or any reported pt complications.